Event description:
The pt received the scs sys including two percutaneous leads (from the same lot) on (B)(6) 2011. It was reported the pt's stimulation is too strong for her to use the sys. Pt is scheduled to meet with a sjm rep for troubleshooting. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.